Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported against unknown side device "saw a patient [and] had done a removal and replacement of ruptured implants." Device has been explanted and replaced.